Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer¿s blood glucose level was 30 mg/dl at the time of incident and also high blood glucose of 600 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of low blood glucose value and high blood glucose event and treatment details. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that the insulin pump was locked and became unresponsive. Customer stated that rails on the back of the insulin pump was broken and had unexplained insulin flow block alarms and scratches on the screen and unable to see information. Troubleshooting was performed. No further patient complications were reported. The device will not be returned for analysis.